Event description:
It was reported the pt is not receiving pain relief like he did with the trial system. It was also reported the pt experienced discomfort on his left side when stimulation is on for a while. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.